Event description:
The MFR received info alleging a ventilator's internal battery would not charge. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an error with the internal battery was discovered. The ventilator's internal battery was replaced to address this issue.